Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump low blood glucose (bg) reminder setting had been disabled without user interaction, resulting in customer not realizing that their (bg) had dropped. During troubleshooting with tandem technical support, customer re-enabled low bg reminders and continued insulin therapy. Customer's bg was between 40-300 mg/dl. Low bg was addressed by addressed by consuming carbohydrates.